Event description:
Add'l info was provided by the implanting surgeon. The pt's light sensitivity has progressed from mild to severe over the past 5+ years. The pt complaints that the photophobia has become intolerable. Pt can no longer function under any lighting conditions and cannot hold their eyes open long enough to ambulate by themselves. The pt's visual acuity remains 20/20. The surgeon is recommending that a retinal specialist conduct a peripheral retinal exam in order to determine whether the general lattice structure is intact.

Event description:
A surgeon reported that his pt has recently experienced photophobia. The pt received an intraocular lens (iol) implant five and one-half years ago. The pt described the symptoms as seeing starbuts when looking at individual point sources of light and noticing a glaring light surrounding the shape of objects in daylight or exposed to over head diffuse fluorescent lighting. The lens remains implanted. The association between these events and the iol is not known. The surgeon recommended the pt have a peripheral retinal exam.